Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during an initial right total hip arthroplasty, the surgeon had difficulty disassembling the proximal body trial from the stem. Additionally, the trial could not be assembled with the distal stem implant, resulting in a thirty to forty minute delay in procedure. The procedure was completed without using the trial.